Event description:
Ocd rep contacting cts to report of a false negative reaction with a patient sample against cell#1 to 0.8% surigscreen lot# vss652 when tested on the provue, whereas testing of the same sample yielded 1+ results from the vision and by the manual gel method. (B)(4).

Manufacturer narrative:
Ocd rep provided cts with a summary of the complaint, images of the provue to the original testing and repeat testing, along with images of manual gel and vision testing. Images confirmed results provided by provue, vision and manual testing. Described testing is being performed in support of the vision method comparison validation testing for the 3 cell screen. The root cause of this event was not determined. No incorrect or erroneous results have been reported as a result of the reported concern.